Event description:
It was reported that the "up", "down" and "ok" buttons are sticking and require multiple presses. It was reported that the keypad is intact. The patient wears the pump in a rubber pouch on her waist.

Manufacturer narrative:
Follow-up #1 date of submission 11/21/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. Evaluation also revealed that none of the keypad buttons have normal spring back, and all keypad buttons require excessive force to obtain a response. There was evidence of contamination found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.